Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was implanted. Approximately 15 months post procedure the patient died.